Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. The device showed signs of use. Microscopic investigation revealed a hole in the balloon 02.2 cm from the distal tip of the balloon. No other damage was seen. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.